Event description:
Date of insertion ¿ on (B)(6) 2023 10 days dwell time 0 dressing changes called to bedside by rn to remove PICC line. Family member @ bedside noticed the drsg was wet and nurse discovered it was leaking at the hub. PICC line placed in bag and in tl office w/form.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible.